Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Confirmation of the complaint was confirmed via data. Product was provided for investigation. Confirmation of the allegation was confirmed via product and data. A probable cause could not be determined.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional